Event description:
Facility reported that the small battery drive shorted out. During pre-testing it was discovered that small battery drive was making a strange noise. There was no patient involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.